Manufacturer narrative:
Analysis summary: as per service report analysis of product ID: 955-525r and lot# 41065r confirmed that the handle screw was caught in the handle and the cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via service and repair facility regarding a patient who undergone spinal therapy with pre op diagnosis of lumber disc herniation. It was reported that during intra-op the handle screw was caught in the handle and adjustment required for the fastening part. The malfunction with flex arm identified while using during surgery and there was no patient impact. Product did not come in contact with the patient. No patient symptoms/complications as a result of this event. No further complications were reported.